Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer supplied two photos of the complaint sample. The images show the dilator body broken and separated just above the dilator tip. The point of separation appears to have jagged edges , indicating a tear. A device history record (DHR) review was performed on the dilator and no relevant issues were identified. The instructions-for-use (IFU) for this product cautions the user to not over advance the tissue dilator and to not use excessive force when introducing the dilator as this can lead to vessel perforation and bleeding. The report that the dilator body separated was confirmed through examination of the customer supplied photos. The images show the dilator body separated just above the dilator tip, however, the actual complaint sample was not returned for evaluation. The DHR for the dilator were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the dilator separating could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer reports that the tip of the dilator broke during insertion. No patient injury. No intervention required.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the tip of the dilator broke during insertion. No patient injury. No intervention required.